Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address a small amount of clear fluid in the hip joint and some deficiency superiorly of the acetabulum. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Litigation alleged the patient has suffered injuries, including exposure to excessive levels of chromium and cobalt, as a result of the implanted asr hip.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Update: (B)(6) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.